Event description:
The initial reporter alleged discrepant results with the kit cobas 58/68/8800 mpx 480t ivd on the cobas 6800 instrument for three pooled samples. On (B)(6) 2024, sample ID (B)(6) generated an hiv reactive result with a cycle threshold (CT) value of 37.28. Retesting with the individual samples confirmed a positive result, while serology was negative. On (B)(6) 2024, sample ID (B)(6) generated an hiv reactive result with a CT value of 35.93. Retesting with the individual samples generated negative results, and serology was negative. On (B)(6) 2024, sample ID (B)(6) generated an hiv reactive result with a CT value of 37.64. Retesting with the individual samples generated negative results, and serology was negative.

Manufacturer narrative:
The analysis was performed on a cobas 6800 analyzer (serial number: (B)(6). The investigation determined that the kit cobas 58/68/8800 mpx 480t ivd assay performed within specifications. A review of the provided data indicated that the samples in question likely contained a viral concentration near or at the limit of detection of the assay. This low titer characteristic can result in wavering results between reactive and non-reactive outcomes upon repeat testing. Additionally, the growth curve analysis showed late amplification, consistent with a low viral load. Serology testing for all samples was negative. The root cause was attributed to sample-specific factors, and no product-related issue was identified. The reagent was confirmed to be performing as intended.